Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. MFR. Reference report#1627487-2018-00280. The patient has two scs systems (thoracic and occipital). It was reported the patient's octrode leads (thoracic) were not providing effective therapy to the desired pain pattern. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2, MFR. Reference report#1627487-2018-00280. Follow-up indicated was undertaken wherein the entire system was explanted and replaced due to the issue. Effective stimulation was achieved postoperatively and the issue was subsequently resolved.